Manufacturer narrative:
Investigation results: visual examination of the complaint device found that the distal end of the catheter, including the balloon, had been cut from the device. The exit marker was also found to be bunched up. Functional evaluation was unable to be performed due to the device being cut. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an enteroplasty procedure performed in the colon on (B)(6) 2016. According to the complainant, during the procedure, the balloon was unable to be withdrawn through the endoscope as the exit marker became accordion-like. The catheter was cut in order to be removed from the endoscope. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an enteroplasty procedure performed in the colon on (B)(6) 2016. According to the complainant, during the procedure, the balloon was unable to be withdrawn through the endoscope as the exit marker became accordion-like. The catheter was cut in order to be removed from the endoscope. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.